Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). According to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Currently no date for a possible re-implantation has been given.

Event description:
In situ testing has shown affected channels. No trauma or change in health is reported. Per new information received, the audiologist deactivated channels 1-5 and the patient tolerated wearing the processor with the new settings. No surgery will take place at this time.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing has shown affected channels. No trauma or change in health is reported.

Manufacturer narrative:
Conclusion: damage to the active electrode under the silicone overmold, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In situ testing showed affected channels. No trauma or change in health is reported. Per new information received, the audiologist deactivated channels 1-5 and the patient tolerated wearing the processor with the new settings. Recipient was re-implanted on (B)(6) 2019. According to the clinic, all channels were affected by then. Per trip report and device explant form, the channel on the skull had to be re-drilled due to bone growth and the electrode lead was found dislocated from the channel.